Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgery, a frozen image error was triggered while using the 30-degree endoscope. Later in the procedure, the issue occurred again, and a horizontal line appeared across the middle of the screen and the light source was lost. The surgical team switched to a 0-degree endoscope because it was more advantageous to the procedure, which worked without any problems. After attempting to switch back to the 30-degree endoscope, there was no image displayed at all, so the surgical team continued using the 0-degree endoscope. The monitors were still showing that the 30-degree endoscope was connected even after it had been switched with the 0-degree endoscope. There was no patient injury. No negative impact in state of health reported.